Manufacturer narrative:
Service was declined as the customer did not question system performance. Further data analysis indicated calibration curve for cortisol, performed on (B)(4) 2014, passed within specifications. A successful system check, performed on (B)(4) 2014, passed within specifications for all measured parameters. Additional review of the file revealed quality control (qc) expected values were not registered on the instrument (thus no system flags could be generated). Therefore, it is unknown if the qc results, obtained on this instrument, met the expected target. Quality control (qc) results, between (B)(4) 2014 revealed the laboratory performed 146 qcs (different assays); 141 qcs passed and 5 failed. Among the 5 qc that failed, 4 were performed at the end of a reagent pack. The last preventative maintenance (pm) performed was on (B)(4) 2014. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported elevated quality control (qc) results for cortisol, luteinizing hormone (lh), and estradiol assays involving the unicel® dxi 800 access® immunoassay system. The customer indicated no erroneous patient results were generated or reported from the laboratory. There was no patient impact associated with this event. Beckman coulter customer technical support (cts) advised the customer to have the instrument assessed by a field service engineer (fse). No instrument issues were reported at the time of the event. The instrument was in operation.